Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubble was observed in the cartridge tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) was 600 mg/dl. A correction bolus via the pump was delivered to address bg.